Event description:
Prodisc-c implanted (B)(6) 2010. Surgeon noted postop migration of the superior endplate and continued to monitor patient. F/u x-rays taken (B)(6) 2010 prompted surgeon to remove device on (B)(6) 2010 and revise patient to other hardware.

Manufacturer narrative:
Add'l info has been requested. Device will not be returned to synthes for investigation. Investigation is on going, no conclusion can be drawn. Review of the mfg records has been requested.